Event description:
Customer contacted arrow clinical support advising that pump display went blank. Pump was still pumping but they had no display. A cable was exchanged but this did not resolve the issue. The pump was exchanged. No reported patient complications.